Manufacturer narrative:
Failure analysis summary: further analysis of the main printed circuit board (pcb) confirmed the unit failed the ventricular pulse noise test. However, the high measurement on the automated test console was found to be due to noise from the automated test console combined with the device noise. Although it was confirmed that the unit failed the ventricular pulse noise test, the ventricular pulse noise level measured was within device specifications. No defect was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis confirmed that the battery shorting bar was missing, which caused the external pulse generator (epg) not to turn on. It was also found that the epg failed an incoming test, the main printed circuit board (pcb) was electrically out of specification. The upper case was also cracked at one boss. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) battery tray was missing the metal connector; and the epg would not turn on. The epg has been returned for service. There was no patient involvement.